Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the sterility of the outflow graft was compromised when it was passed while in its outer packaging from a scout nurse to a scrub nurse. The outflow graft and packaging was removed from the sterile field and the scrub nurse exchanged gloves. A replacement outflow graft was sourced from another implant kit. The contaminated outflow graft was retained by the hospital. After the procedure, the patient was noted to have weakness in their right side. A computerized tomography (CT) scan confirmed a cerebral thrombus that became an embolic stroke. The site believed the patient's aspirin and warfarin medications could have contributed to the event. An embolectomy was performed in the left terminal that revealed an occlusion in the cerebral artery and middle cerebral artery. The patient was transferred to a rehabilitation center for ongoing care.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section g3: original date received by manufacturer should have been corrected to 02mar2022 in the initial report manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.